Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced a burning sensation at the ipg site when the stimulation was either turned on or off. The database analysis of the battery discharge was observed and revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent a revision procedure wherein the ipg was repositioned to the opposite flank in the left upper buttock from the right side and the ipg remains implanted. The patient fully recovered postoperatively.